Event description:
Revision surgery - patient had a reverse shoulder. Stem spun out had to remove the short stem and reimplant standard 10x108 cemented stem. Surgeon believes that patient did too much since they had surgery, right after surgery.

Manufacturer narrative:
The reason for this revision surgery was reported as stem spun out. The previous surgery and the surgery detailed in this event occurred 2 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was an ncmr # (B)(4) associated with the main part #530-12-048, altivate reverse, humeral stem, standard shell, sz 12x48mm, which documents that out of (B)(4) parts all parts were rejected, in which 1 part was rejected and scrapped due to porous coating damage or missing porous on patches and the remaining 13 parts were rejected and scrapped due to missing halo on porous coating patches on sides of the stem. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to stem spun out. There were no findings during this evaluation that indicate the reported device was defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Corrected data: see h.10. Manufacturer narrative: the reason for this revision surgery was reported as stem spun out. The previous surgery and the surgery detailed in this event occurred 2 months apart.the healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was an ncmr #60355 associated with the main part #530-12-048, altivate reverse, humeral stem, standard shell, sz 12x48mm, which documents that out of 15 parts, 14 parts were rejected, in which 1 part was rejected and scrapped due to porous coating damage or missing porous on patches and the remaining 13 parts were rejected and scrapped due to missing halo on porous coating patches on sides of the stem. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to stem spun out. There were no findings during this evaluation that indicate the reported device was defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.